Event description:
Boston scientific became aware of an event involving spyscope ds through an article titled: flexible percutaneous laser lithotripsy for intrahepatic stones: a multicenter study in western patients by thiago franchi nunes, et al. Per the article, between jan 2022 to feb 2025, 35 patients underwent cholangioscopy-guided lithotripsy procedures utilizing the spyscope ds for various indications. One case of mild acute pancreatitis was reported. It was managed conservatively with supportive clinical measures. Please see reference article for full details. Thiago franchi nunes, et al. (2025) flexible percutaneous laser lithotripsy for intrahepatic stones: a multicenter study in western patients cardiovascular and interventional radiological society of europe (april 2025):575 to 584 https://doi.org/10.1007/s00270 025-04248-8.

Manufacturer narrative:
Block h6: imdrf code e1021 captures the reportable event of pancreatitis block b3: date of event is based on the article publication date. Block d4, h4: detailed model number and lot number were not provided to bsc. Good faith efforts were completed to obtain this information; however further information has not been received to date. Because the product information is currently unknown, no UDI and other product specific information is available. If additional details become available, a supplemental report will be submitted. Block g2: literature source: thiago franchi nunes, et al. (2025) flexible percutaneous laser lithotripsy for intrahepatic stones: a multicenter study in western patients cardiovascular and interventional radiological society of europe (april 2025):575 to 584 https://doi.org/10.1007/s00270 025-04248-8. Block h11: investigation results summary the spyscope ds involved was not returned for analysis. The images from the literature record depict intraoperative images provided by the device when inserted into the patient anatomy, in addition to fluoroscopic images. However, there are no spyglass ds damages or issues shown in the images from the article that may suggest a device malperformance. The reported event of device, no known device problem is confirmed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. It was confirmed that pancreatitis is listed and anticipated as an adverse event in the corresponding IFU section. There is no evidence that the device was improperly used per the IFU. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.